Manufacturer narrative:
The insulin pump passed the displacement, rewind, basic occlusion, occlusion prime and excessive no delivery tests. The insulin pump vibrated properly. No vibrate anomaly noted during testing. The insulin pump passed unexpected restart error test. No unexpected restart alarms noted during testing. The insulin pump had scratched lcd window. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer reported that they received a no delivery alarm and unexpected restart alarm. The customer reported that the insulin pump had vibrate anomaly. The customer's blood glucose was over 400 mg/dl at the time of incident. The customer's blood glucose was 212 mg/dl at the time of call. The customer's blood glucose was 288 mg/dl at the end of call. The customer stated that they treated the high blood glucose with the insulin pump. The customer stated that the insulin pump did vibrate during self test. The customer performed troubleshooting and did not found air bubbles and leaks. The insulin pump will be returned for analysis.